Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported issue was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances associated with the reported lot that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a distal left anterior descending artery. When pressurizing an unknown catheter, the balloon filled with fluid; however, the gauge on the indeflator did not register. The indeflator was exchanged for a new device and the procedure was successfully completed. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.